Manufacturer narrative:
Concomitant: ddbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient's right ventricular (rv) lead had an superior vena cava (svc) out of range (oor) alert. Follow up indicated that the physician chose to leave the lead as is and continue to monitor the patient. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high pacing impedance and noise. The lead was capped and replaced.